Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left-side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, missing shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken crease sharp, wear abrasion and stress marks. In additional analysis it is observed a split in patch area (ss) separation of patch/shell bond at edge of shell hole. It is out of specification per qa 199.04. A further investigation will be requested to analyze this case. Based on the device analysis the final assessment is: -a crease sharp edge broken in the side radius assessed as fold flaw opening. -missing shell assessed as inconclusive. -observed a separation of patch/shell bond at edge of shell hole, not related to the reported complaint.

Event description:
Healthcare professional reported left-side rupture. Device has been explanted.